Manufacturer narrative:
During the initial report, it was stated that the washer had been raised in height by the user facility's subcontractor. Contrary to the initial report, the subcontractor was hired by steris.

Manufacturer narrative:
Prior to the reported event the washer had been raised in height by the user facility's subcontractor. A steris service technician inspected the washer and found that the flexible coupler slipped off the drain fitting when the subcontractor raised the washer in height. The subcontractor did not test the washer after it was raised in height. When the user facility utilized the washer after the subcontractors work, during the drain phase, the water went onto the floor instead of down the drain. The steris service technician adjusted the position of the flexible coupler on the drain fitting, tested the washer and confirmed it to be operating properly; no additional issues have been reported. The facility's senior installation project manager discussed the reported event with the subcontractor. The washer was installed in august 2015 and is under steris warranty.

Event description:
The user facility reported that water was leaking from their amsco 7053l washer. No report of injury.